Event description:
(2/2, reference (B)(4) for related complaints) (documenting cassette): it was reported that no disposable clamp tubing alarm. Resvol 27, rate 2.3, given 76.55, air in line, green flow stop, patient not affected. No additional information available.